Event description:
It has been reported to us that during the procedure the marker band of the aspiration catheter separated from the shaft and remains inside the patient. An attempt to obtain additional information about the case has been made.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.